Event description:
Plaintiff alleges the following events; during a left total knee arthroplasty procedure, a significant portion of a drill bit broke off into the leg bone just below the prosthetic knee joint. It was also alleged that the drill bit was not removed by the surgeon and the pt experienced pain as a result of this event. It was further reported the pt subsequently underwent a successful second knee replacement surgery; it was noted that the femoral side of the prosthetic knee was loose and the bone around it was soft and had not properly grown into the replacement joint. These events have not been independently verified.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.